Manufacturer narrative:
The sample was returned to vygon us and was forwarded to the manufacturer, vygon (B)(4), for evaluation. A follow-up report will be sent within thirty days of the conclusion of the complaint investigation.

Event description:
Vygon 28g catheter broke at wing site.